Event description:
The facility representative reported that the pump failed battery test. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported issue was confirmed during service. Inspection of the device found that the customer reported issue was caused by depleted main batteries and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.